Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose (bg) of 33.3mmol/l with symptoms of nausea, polyuria, polydipsia, and large ketones. The patient was hospitalized and treated with insulin via injections. The patient's healthcare professional (hcp) believes that the battery issue and the pump in general is the cause of the bg excursion. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.